Event description:
It was reported the ambient hipvac 50, ifs arthrowand generated on alarm after approximately one minute of use. Upon inspection, the physician noted the black "coating" at the distal end of the wand had become loose. A new wand was opened to complete the procedure. The physician could not confirm whether or not any of the device fragments remained in the pt post-operative. No further pt complications were reported as a result of this event.